Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting, the hand piece of the harvester did not work. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).